Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump ramped up infusion too quickly. The incident occurred in (B)(6).